Event description:
The customer reported that the surgeon was not able to open the jaw of the device after he sealed the tissue, so he used a bipolar forceps to coagulate and to remove the ligasure device from the tissue. The surgeon switched to another ls1037 instrument to complete the procedure.

Manufacturer narrative:
(B)(4). One used device was returned for eval. The jaws were not stuck shut, and the handle was latched and unlatched with no problem. The device was activated on simulated tissue with acceptable results. Further, the jaws were released from the simulated tissue without difficulty, and no sticking was observed. Covidien qa could not confirm the customer's report. To minimize tissue sticking, keep the jaws of the instrument clean at all times; clean the instrument more frequently when working in a bloody field. If consistent sticking is encountered, reduce the bar setting.